Manufacturer narrative:
Additional information upon follow up, the nurse reported the previously reported event of cloudy fluid in the drain bag was medically confirmed to be a sterile peritonitis event which was manifested by cloudy fluid. The same day as event onset, the patient began treatment with vancomycin (every four days, pending vancomycin levels, dose and route not reported) for sterile peritonitis. Eleven days later, the vancomycin therapy was discontinued. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy fluid in the drain bag. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment, action with extraneal therapy and patient outcome were not reported. No additional information is available.